Event description:
It was reported that a nitinol retrieval coil was about to be used during a ureteral calculi procedure. During unpacking, it was found that the end of the closure device was fractured and detached. Additionally, the device could not be changed from the basket back to the guidewire. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of coil detached. Investigation results the returned stone cone was analyzed, and a visual evaluation noted that there were no damages to the coil, and just minor bumps were observed. There were no functional issues, and the device was able to open and close with no issues. Boston scientific concludes that the reported event was not confirmed as the analysis of the device did not identify any detachment or breakage on the device. Based on analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detached.

Event description:
It was reported that a nitinol retrieval coil was about to be used during a ureteral calculi procedure. During unpacking, it was found that the end of the closure device was fractured and detached. Additionally, the device could not be changed from the basket back to the guidewire. The procedure was completed with another of the same device with no patient complications.